Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial veins using a 6f non-bsc sheath. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. The physician placed a non-bsc guide wire across the lesion. A 7.0 x 40, 75cm mustang balloon catheter was then advanced to the lesion for dilatation. However, the balloon ruptured at 10 atm on second inflation. The procedure was completed with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal transition zone to the distal transition zone and it measured 4.7cm in total length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial veins using a 6f non-bsc sheath. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. The physician placed a non-bsc guide wire across the lesion. A 7.0 x 40, 75cm mustang balloon catheter was then advanced to the lesion for dilatation. However, the balloon ruptured at 10 atm on second inflation. The procedure was completed with a different device. No patient complications were reported and the patient is fine.